Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not able to perform fluoroscopy or exposure. Upon troubleshooting, fse found that fdc was not able to connect. To resolve this issue, fse replaced fdc, ethernet switch in r cabinet and the hard drive in host pc. The defective component was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy or exposure. The system was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.